Event description:
It was reported that, while the doctor was reaming using the step drill for the lag screw, the end of the step drill that connects to the drill adapter broke off. The doctor then removed the step drill manually and used a bixcut reamer to finish the reaming for the lag screw and the case was completed successfully.

Manufacturer narrative:
Once the investigation has been completed, any information will be reported in a supplemental report.